Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s spouse reported via phone call that the spouse experienced a high blood glucose. Customer¿s high blood glucose value was 503 mg/dl. Costumer¿s blood glucose value was 272 mg/dl. Customer decline troubleshooting for high blood glucose. Customer stated that the insulin pump was exposed to moisture. Customer stated that there was a fluid in the reservoir compartment. Customer stated that the o-ring inside the reservoir compartment was not missing and the insulin pump was passed the self-test. The product will not return for the analysis.